Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 20 mmol/l. The caller stated that he had already changed the infusion set after 3 days by the time he called. Upon inspection, the user was advised that he received the full 6.5 units of insulin during the bolus he had programmed. The caller was advised that no issues were found with the insulin pump and was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.